Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system was not completing the boot-up process. To resolve the issue, fse reinstalled iws software and performed system configuration. The issue reoccurred after few days and issue resolved by the fuse in pdu ups power board, by passing the ups and reloading the software. To resolve the issue, the fse replaced the suite pc again and reloaded the software. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.